Manufacturer narrative:
(B)(6). Device investigation narrative - one 72202468 fast-fix 360 curved needle delivery system device returned. This device is in used condition. T1 was not returned. T2 and partial pieces of suture were found wrapped around and within the needle track. The delivery needle is quite distorted and the device is no longer functional. It does not cycle or actuate. This condition indicates resistance and difficulty reaching desired surgical location. The IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established. No further investigation is warranted. (B)(4)

Event description:
It was reported that the t-2 anchor failed to deploy. A backup device was available to complete the procedure following a short delay. No patient impact was reported.